Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the front end board. The unit passed all functional and safety tests according to factory specifications. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (B)(6) the failure analysis and testing dept. Received a front end board with a reported unit failure of a pump overtemp message. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Tested for 4 hours with no issues found. Fat could not verify the reported failure. Sending the board to the supplier for failure analysis per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) overtemp message on screen. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).